Event description:
Customer reported during surgery case images were light on certain parts of anatomy. Case was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. Checked system tracking and focus. Manipulated hv cable and interconnect cable during fluoro with negative result. Reseated video boards in workstation. Checked pins on lemo recepticle. Verified operation of camera cooler. System operates as intended. Esd kit inspected and used.